Manufacturer narrative:
New medical records received and reviewed. Investigation is underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Additional information from medical records: upon successful filter removal of the vena cava filter an attempt to remove the two detached filter arms was made. The snare device was unable to reach the detached arm, the inflow of the right ventricle was not accessible. The detached arm in the right ventricle apex was not accessible; no further attempts were made to retrieve the two detached filter arms.

Manufacturer narrative:
Reviewed new information; a bard eclipse femoral filter was deployed in the patient. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details in bard.

Manufacturer narrative:
Clarifying event information provided from medical records.

Event description:
Additional information from medical records: the patient presented to the ER with chest pain, dyspnea, and a large pericardial effusion with cardiac tamponade one year after filter implantation. An emergent pericardiocentesis was performed, and imaging demonstrated two detached filter arms in the right side of the heart. One arm was located in the right ventricular apex, likely puncturing the right ventricular free wall, and the second arm was identified in the tricuspid valve. The filter was successfully removed from the ivc, however, there will be no further cardiac intervention or attempts to remove the detached lumbs, as the pericardial effusion completely resolved. The patient was discharged from the hospital in stable condition.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number was not provided. The device was not returned. Images were provided based on images provided, the filter is confirmed to be within the ivc in an upright position. An image demonstrates two detached lumbs from the ivc filter. Images cannot confirm the number of legs attached to the filter due to poor image quality. Images cannot confirm if 2 detached limbs are within the heart. Based upon the images provided, the complaint investigation is confirmed for detached filter limbs, however, based upon the available information, a root cause could not be determined. The current IFU (instructions for use) states warnings/potential complications - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques; pain. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of these instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Event description:
It was reported that the pt presented with shortness of breath and coughing. A CT scan demonstrated two detached vena cava filter limbs in the right ventricle and blood in the pericardium, which was drained by needle aspiration. No further info is available at this time.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.